Manufacturer narrative:
To date the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based on the reported info.

Event description:
It was reported that the proximal component of the pip implant broke during surgery when the surgeon put the distal component of the implant. The damaged implant was replaced with another pip 20 proximal. The surgery was delayed by 15 mins. There was no injury to the pt reported as a result of this issue.